Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens was exchanged vertically for a same length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
D4 - primary unique device indentifier (UDI)#:(B)(4). "UDI related data quality updates only" h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Correction of information: b5 - reported as; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was exchanged with a same length length toric lens. A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure. - correct to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, patient felt uncomfortable with vision. In a separate visit the lens was exchanged with a same length toric lens. D4: primary unique device identifier (UDI)#: reported as: (B)(4). - correct to: (B)(4). "UDI related data quality updates only". Additional information: b3 - (B)(6) 2024. Claim# (B)(4).